Event description:
It was reported that the right ventricular (rv) lead displayed tip to ring amplitude drops and t-wave oversensing (twos) on stored episodes and when the patient would raise their arm above their head. It was noted that not a lot of slack was seen in the lead. Programming options were discussed. Follow up was conducted; however, it could not be determined if any reprogramming occurred. The lead remains in use. No patient complications have been reported as a result of this event.